Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 2 years, 7 months, 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a chest CT scan was performed on (B)(6) 2018 which revealed a small amount of mural thrombus present in inflow cannula. No intervention was made. Patient was discharged on (B)(6) 2018. Without changes made to lvad. No further information was provided.

Manufacturer narrative:
Device evaluation: visual examination of the proximal side of the inflow cannula of heartmate 3 lvas, serial number (B)(4) revealed a thin biological lining; however, no developed depositions or thrombus formations were observed within the lumen of the inflow cannula. Additionally, no developed depositions or thrombus formations were observed within any of the blood-contacting surfaces of the returned components of (B)(4). A direct correlation between the device and the suspected thrombus could not be conclusively established through this evaluation. Heartmate 3 lvas was ultimately exchanged on (B)(6) 2018 due to driveline fracture, not the suspected thrombus. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values.the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on this event.